Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 54295 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. The smart chip verification indicated the catheter was used for nineteen applications on the date of the event. The balloon catheter passed the performance test as specification. During the inflation and ablation phases, the kink was observed on guide wire lumen inside balloon segment. The dissection showed the guide wire lumen kinked inside the balloons near the tip of the catheter. The pressure test did not show any breach at the balloons or the guide wire lumen. In conclusion, the reported guide wire lumen kink issue was confirmed through testing and the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the guide wire lumen on the balloon catheter was observed to be kinked. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.